Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the buttons were less responsive. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had no delivery alarms. Customer stated that the screen was scratched and difficult to read. Insulin pump was slower during. The insulin pump will not be returned for analysis.